Event description:
It was reported that the patients spinal cord stimulator stopped working. The ipg was replaced with a non-chargeable battery and the patient was doing well postoperatively. The explanted ipg was not returned to bsn due to hospital policy.